Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: one (1) actual device and two (2) videos were received for evaluation. A visual inspection of the actual device was performed and residual contamination was observed inside the plastic bag. Due to the nature of the returned sample, functional testing could not be performed. The videos were visually inspected and a leak at the luer lock was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) female luer lock adapters with control-a-flo leaked at the luer. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.